Manufacturer narrative:
Philips service replaced the nd power supply and detector, calibrated the system, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a communication failure between the flat detector controller and the image detector on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.